Manufacturer narrative:
The hill-rom technician found the nurse call on bed was not enabled. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The technician enable the nurse call function to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating nurse call is not responding. There was no patient/user injury reported. This report was filed in our complaint handling system as compliant (B)(4).